Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra soft lancing device threads were stripped. The complaint was classified based on the customer care advocate (cca) documentation since the mas was unable to contact the pt by phone to obtain add'l info. The pt said the reported issue first occurred in early 2008. The pt had dizziness, headache, blurred vision, and felt distraught after the issue began. The pt took no diabetes treatment action as a result of the issue. She rec'd assistance at an ER on the same month at approx pm. A blood glucose result of approx 300 mg/dl was obtained on an ER meter. She was treated with 50 units lantus insulin. Info regarding the pt's diabetes treatment regimen and her blood glucose readings prior to the time of concern was not provided. The cca noted that the pt used a regular cap on the reported lancing device and the lancing device threads were stripped. The pt's prods were replaced. The complaint is reported because the pt alleges the threads were stripped on her one touch ultra soft lancing device, and later she experienced symptoms that can be associated with hyperglycemia and an elevated blood glucose reading in an ER.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them, and if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.